Manufacturer narrative:
Olympus contacted the hospital to obtain further information regarding the alleged event. The hospital was not able to provide a serial number for identification of the device. In addition, the device in question has not been returned to olympus for investigation. Therefore, due to the lack of information provided by the hospital, olympus cannot conclusively determine the cause of the user's experience. Therefore, this MDR is being filed in an excess of caution. If the device is returned and further significant information is found, a supplemental report will follow.

Event description:
The hospital reported the physician was performing a procedure when the tip broke off the device and fell into the patient. An x-ray was taken and nothing was found, however, the physician decided to open the patient's abdomen and found the tip. The tip was removed with a pair of forceps and the procedure was completed without any further incident.